Event description:
A (B)(6) male underwent evar on (B)(6) 2012. Patient has aaa with moderate calcification and mild tortuosity in the left and right iliacs. There was no occlusive disease in either iliacs. The physician placed a main body and two spiral z limbs. There was no external compression noted on the procedure. It appears on the study that on a 1-6 month follow up that there is external compression that was observed by CT in the left iliac. No additional information was provided by the reporter on what was done due to the compression.

Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.